Event description:
The following has been reported: biomed reported: "tubing set misloaded" error message appears despite many different cassettes and extensive cleaning. The valve pins are not engaging correctly, and sometimes make a grinding noise when a cassette is loaded. Also, the loading guides are not operating correctly.". Injury/adverse reaction: no. Infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint was confirmed. Device was returned for sticky pins. Upon evaluation it was observed that the fva pins had severe drag. The loading pins too had drag. An internal investigation was performed and there were signs of contamination on the fva pins. A cleaning was performed and the fva and loading pins are free of drag. No other damage was identified.